Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that error screen 16, ¿device not detected,¿ was displayed sometimes on the patient controller. There was an ¿issue with communication.¿ it was noted that when the issue was investigated during an outpatient visit, the patient controller was able to communicate with the implantable neurostimulator (ins) normally. There were no external factors reported to have led or contributed to the event. The issue remained unresolved at the time of report; the patient controller was to be replaced in the future as a result of the event. Additional information received on 02/12/2019 noted the patient continued to use the product at that time. It was noted the patient controller had been previously replaced twice, but the patient ¿still complained that the controller loses connection at times at home.¿ additionally, the patient, who¿s ins was set for cycling of 30 minutes on and 30 minutes off, felt that the stimulation turned off before 30 minutes. It was noted the patient also had adaptive stim enabled at the time of the issue. Impedance testing results from (B)(6) 2019 showed all values were ¿ok.¿ there were no surgical interventions planned or performed and the cervical spondylotic myelopathy patient was alive with no injury at the time of report. No complications were reported or anticipated.